Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 22mm x 7mm. It was reported that the patient underwent pipeline embolization treatment involving two overlapping pipelines on (B)(6) 2010 and her visual acuity decreased on (B)(6) 2010 due to a thrombosis of the target aneurysm. The patient also had a dsa (digital subtraction angiography) on (B)(6) 2011 followed by transient left hemiparesis and a psychotic episode. She had malignant neuroleptic syndrome and was transferred to ICU following medication. It was reported that the patient's condition resolved on (B)(6) 2012

Manufacturer narrative:
(B)(4).